Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and overesensing resulting in two inappropriate shocks to this patient. It was though that there could possibly be an electrode fracture. Technical services (ts) recommended x ray imaging and pocket manipulations. Isometrics testing confirmed some noise was reproducible therefore ts recommended turning therapy off until further investigation. This patient was discharged from the hospital with no x rays performed. Additional information is being requested from the field. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received that this patient received an additional inappropriate shock. The smartpass feature had disabled due to noise, oversensing and low r wave amplitude. Additionally, another episode showed undersensing. Ts recommended automatic setup be run to enable smartpass and see if secondary was a viable option. Additional information was received that this s-ICD was explanted due to an unknown reason. As it was explanted not by a boston scientific account, it is unknown if this s-ICD will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in two inappropriate shocks to this patient. It was though that there could possibly be an electrode fracture. Technical services (ts) recommended x ray imaging and pocket manipulations. Isometrics testing confirmed some noise was reproducible therefore ts recommended turning therapy off until further investigation. This patient was discharged from the hospital with no x rays performed. Additional information is being requested from the field. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received that this patient received an additional inappropriate shock. The smartpass feature had disabled due to noise, oversensing and low r wave amplitude. Additionally another episode showed undersensing. Ts recommended automatic setup be run to enable smartpass and see if secondary was a viable option.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in two inappropriate shocks to this patient. It was though that there could possibly be an electrode fracture. Technical services (ts) recommended x ray imaging and pocket manipulations. Isometrics testing confirmed some noise was reproducible therefore ts recommended turning therapy off until further investigation. This patient was discharged from the hospital with no x rays performed. Additional information is being requested from the field. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and overesensing resulting in two inappropriate shocks to this patient. It was though that there could possibly be an electrode fracture. Technical services (ts) recommended x ray imaging and pocket manipulations. Isometrics testing confirmed some noise was reproducible therefore ts recommended turning therapy off until further investigation. This patient was discharged from the hospital with no x rays performed. Additional information is being requested from the field. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received that this patient received an additional inappropriate shock. The smartpass feature had disabled due to noise, oversensing and low r wave amplitude. Additionally another episode showed undersensing. Ts recommended automatic setup be run to enable smartpass and see if secondary was a viable option.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.